Manufacturer narrative:
Information was received via literature. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that two patients underwent manipulation under anesthesia for unknown reasons.

Manufacturer narrative:
As the device remains implanted, no devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Since part and lot numbers are unknown, a product history search could not be performed and compatibility could not be verified. A definitive root cause cannot be determined with the information provided. The complaint may be revised upon return of further information.